Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd) and longevity issues. Technical services (ts) reviewed the reports and confirmed the device exhibited pbd. Ts suggested re-evaluating the battery in 90 days or replacing the device within 90 days. The device remains in use. No adverse patient effects were reported.